Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top and bottom teeth are aligned directly on top of each other causing them to chip. Their dentist informed them that their top teeth should be in front of their bottom teeth to avoid wearing the teeth down, which they have already started to do.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.